Event description:
The patient was revised due to pain because the lag screw was too long.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non-verifiable, provided information states the products were too long. A search of the complaint database found no prior reports for both part and lot number combinations. Based on the investigation, the need for corrective action is not indicated.